Event description:
It was reported that stroke and peri-device leak occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx closure device was implanted. At unspecified dates in 2023 and 2024 the patient experienced stokes. On (B)(6) 2025 the patient presented emergently with stroke symptoms, and it was reported that the patient had experienced two stokes within the week. Transesophageal echocardiogram was performed to assess the 31mm watchman flx closure device for leak and a greater than 5mm superior leak was identified with flow in the distal part of the appendage. No thrombus was identified. The physician plans to plug or coil the leak. The patient was alert, awake, and ambulatory.

Manufacturer narrative:
D6a: exact implant date not available. Reported to be implanted in 2023.